Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24841. It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial lead was oversensing noise, leading to episodes of inappropriate automatic mode switch. The pacemaker was explanted to address the issue. The patient was in stable condition.

Manufacturer narrative:
Corrections: b1 should only have "product problem" checked, b2 should not have anything checked.

Event description:
Correction - it was reported that the pacemaker was not explanted and was still in use. Additionally, the noise seen was external.